Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #1). There is no allegation related to the two non-bard/davol mesh. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2010, patient underwent surgery for repair of an incisional hernia. As alleged, a bard ventralex (device #1), was implanted to repair the hernia defect. It is also alleged by patient's attorney that on or about (B)(6) 2014, patient underwent an additional surgery for repair of a recurrent incisional hernia. As alleged, a non-bard/davol physiomesh was implanted to repair the hernia defect. It is alleged that on or about (B)(6) 2015, patient underwent abdominal wall debridement with removal of the previously placed mesh, lysis of adhesions, partial bowel resection and primary side-to-side anastomosis repair of complex recurrent incisional hernia. Upon entering the patient¿s abdomen, the surgeon noted that there was an ¿obvious loop of small bowel with a stricture, adhesive band, causing a chronic obstruction. This strictured area seemed to be somewhat narrowed chronically, thereby needed to be removed.¿ the ¿previously placed mesh¿ was removed as well. A reconstruction of patient's abdominal wall was also performed on (B)(6) 2015, after the previously placed mesh was removed. It was noted that the previously placed mesh was ¿near exposed¿ before removal. A non-bard flexhd was implanted. As reported, the products implanted in patient failed to reasonably perform as intended. They caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the products were initially implanted to treat. As alleged, patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. Patient have been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Due to the alleged defective ventralex mesh (device #1).